Event description:
The device was used during an esophagectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA.